Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to an atrial driven rhythm. Inappropriate atp and shocks accelerated a ventricular arrhythmia. Therapy did not terminate the arrhythmia. Therapy was exhausted. The presenting electrogram shows the ICD is operating as programmed. This ICD remains in service. No additional adverse patient effects were reported.